Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the insulin pump continued to alarm no delivery. Customer's blood glucose was 256 mg/dl. Customer stated that in the middle of the night her insulin pump alarmed no delivery and her blood glucose was up to 350 mg/dl. She changed the infusion set and she is still getting the alarm today. Troubleshooting was partially done as the customer stopped it. Fixed prime was performed and insulin did exit. Customer requested a replacement device. Customer might be return the device for analysis.